Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study (B)(6). It was reported that during a cryoablation procedure with a polarsheath and polarx balloon catheter, the patient experienced a hematoma with almost completely thrombosed sac. The patient was given a ecodoppler test, but the results were not reported. The patient was given two blood transfusions and the event resolved. It was noted the patient had thalassemia. No further information was provided. The device is not expected to be returned for analysis.